Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the rx cytology brush catheter was inserted down the working channel of the scope until it "got stuck" about half way down and would not advance any further. The rx cytology brush was removed and the procedure was completed with a competitor's cytology brush. No serious injury was reported as a result of this event. This event has been deemed a reportable event based on the investigation results; "device torn in the guidewire lumen from the distal end of the guidewire channel to the distal tip". Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection found the working length of the device was kinked in multiple places. The device was also found to be torn in the guidewire lumen from the distal end of the guidewire channel to the distal tip. It was noted that the condition of the returned unit was consistent with the complaint incident that the device was difficult to advance. It is most likely that the device was kinked during insertion of the device end of the device into the scope and the initial resistance led to more kinks during further insertion of the device. The device was most likely retracted over a guidewire and the resistance between the two devices caused the guidewire to tear through the distal end of the device. Therefore, the most probable root cause is operational context. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).